Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection. A patient extension line was in use, and it had been properly connected prior to prime. The patient had not disconnected prior to the alarm. The supplies were not damaged by an outlet port clamp or assist device. The home patient (hp) stated that he bumped his table and the supply bag fell and became disconnected. The hp stated that he will not continue therapy tonight. The technical service representative (tsr) assisted the hp to end therapy. The tsr advised the hp to dispose of all current supplies used. The hc was operational. Proper procedures were reviewed and there were no samples available. The lot number was not available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was "supply bag fell and disconnected". The label review found the labeling adequate for the use error in this complaint. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.